Manufacturer narrative:
(B)(4). Use of the 6fr sheath, per instructions for use, under indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device, with a 6fr sheath, after an aortic valve interventional procedure. Reportedly, the needles could not be removed from the hub. A backdown was completed and after negotiating with the device, it could be removed from the patient anatomy. A second prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.